Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05dec2018. The device was not evaluated by a philips employee. The customer resolved the reported issue. The customer reported that the battery had reached its life expectancy and the customer replaced the battery. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the battery of a v60 ventilator would not pass the internal battery test during performance verification testing (pvt). The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.